Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this pacemaker system with this right atrial (ra) lead exhibited a spike in pacing impedance identified during follow up evaluation. The field representative indicated that provocative maneuvers were performed and no increase in impedance or evidence of noise was observed, and capture remained appropriate. Technical services (ts) reviewed available remote monitoring data and identified no evidence of lead noise suggestive of a lead issue. It was noted that programming changes occurred at the time of the impedance change and that a prior alert had indicated high ra threshold. Review of electrograms suggested intermittent loss of capture. Based on these findings, ts indicated that the impedance change was not likely related to a conductor issue but may be associated with physiologic changes or tissue to lead interface conditions. Further imaging evaluation was suggested to assess lead position stability. This ra lead remains in service. No adverse patient effects were reported. Additional information was received from the field representative indicating that no root cause had been determined for the reported impedance change. It was further confirmed that the previously recommended imaging evaluation had not been performed.